Event description:
The keyboard is sticking which causes changes in the volume to occur while pipetting. The customer repeated testing using an alternate pipettor and reported that results were acceptable issue was resolved through product replacement.

Manufacturer narrative:
Date of manufacture could not be confirmed at this time. The customer indicated that the biohit pipettor dispensed the incorrect amount of fluid. No definitive root cause was determined. The customer observed the issue while pipetting sample and aborted testing, preventing erroneous test results from being reported. However, if this incident were to occur undetected, an incorrect dispense of fluid could lead to variation in antigen/antibody ratio and erroneous test results. The customer complaint was not confirmed at the depot. Issue resolved through product replacement. The pipettor in question will be staged for disposition. Problems of this nature can typically be resolved at the manufacturer us repair facility.